Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2021, the patient experienced redness and swelling at the stoma site. The physician advised her to apply neosporin on it, and follow up if no change. The patient followed up with the physician due to no improvement, and was prescribed oral bactrim for 2 weeks. The patient is still experiencing pain and redness at the stoma site, and her physician is working to schedule a CT scan to check the positioning of the tube.